Event description:
Patient with a history of nonischemic cardiomyopathy, left bundle-branch block who underwent implantation of a st. Jude biventricular ICD system which was complicated by lead dislodgement and pericardial effusion requiring pericardiocentesis as well as requiring extraction of all the leads and the pre-implantation of all the leads 3 days later along with the bi-ventricular ICD. There was improper pacing noted when the device was tested. Device programmer displayed error message ("atypical response"). The patient was admitted to the ccu and medicine cardiology service on the day after the implant following hypotension and new-onset atrial fibrillation in setting of bi-ventricular ICD placement with rv lead displacement. Bedside echo revealed pericardial effusion, and given suspected tamponade physiology, patient was taken for urgent pericardiocentesis. The pericardiocentesis resulted in 180cc bloody fluid removal, and a pericardial drain was placed. The patient returned to the ccu for furthering monitoring. Upon return, the patient remained in atrial fibrillation with rapid ventricular response (hr 150s), thus was loaded with amiodarone and continued on an amiodarone drip. Later that evening, the patient was again noted to become hypotensive, with systolic blood pressures (sbp) 60s, although she remained asymptomatic throughout. Two days after this episode, the patient returned to the ep suite for revision of the right ventricular (rv) lead. Extraction of right atrial (ra) lead, rv lead, and left ventricular (lv) lead was performed, with subsequent implantation of atrio-biventricular ICD system in the left pre-pectoral position. The pericardial drain remained in place, with close monitoring of output following. Patient remained hemodynamically stable, and was transferred to floor status the next day. The pulmonary artery (pa) catheter was subsequently removed. The patient was seen in clinic on over two weeks later, at that time, patient was feeling great.